Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right side device. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as an unidentified (tear) opening. Additional observations: crease flat observed inside the device.

Event description:
Healthcare professional reported a right side rupture of a saline device. Since the device is saline, the rupture is captured as deflation. Device has been explanted and replaced.